Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, there were episodes of high ventricular rate (hvr) noted due to oversensing on the right ventricular (rv) lead which resulted in pacing inhibition. The patient was asymptomatic, and a lead revision procedure is anticipated to resolve the event. The patient was stable with no consequences.